Event description:
It was reported that this right atrial (ra) lead was replaced due to unknown reason. The boston scientific technical services consultant recommended to confirm the active leads from the healthcare professional. No additional adverse patient effects were reported.